Manufacturer narrative:
(B)(4).teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarms is not able to be confirmed. The pump was inspected by a service technician and the reported symptoms could not be reproduced. The device passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "helium loss" and "unable to refill" alarms while in use on a patient. The user checked the inserted intra-aortic balloon (iab) catheter (by negative pressure on the balloon using a syringe), but problems, such as catheter kink or foreign materials in balloon, couldn't be found on the catheter. However, the alarms still occurred frequently, the user adjusted the balloon pressure. After that, the frequency of the alarms decreased and the iabp was under control, so the iabp was used as it is. On november 5th, the patient was deceased. It was reported that the biomedical engineer involved in this procedure concluded the patient's death was not related to this iabp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "helium loss" and "unable to refill" alarms while in use on a patient. The user checked the inserted intra-aortic balloon (iab) catheter (by negative pressure on the balloon using a syringe), but problems, such as catheter kink or foreign materials in balloon, couldn't be found on the catheter. However, the alarms still occurred frequently, the user adjusted the balloon pressure. After that, the frequency of the alarms decreased and the iabp was under control, so the iabp was used as it is. On (B)(6), the patient was deceased. It was reported that the biomedical engineer involved in this procedure concluded the patient's death was not related to this iabp.